Manufacturer narrative:
The event of capsular contracture and migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and migration.

Event description:
Healthcare professional reported capsular contracture baker grade iii, device migration/implant malposition, correction of asymmetry by nbir. This record is for the left. Device has been explanted.